Manufacturer narrative:
Should MFR received updated information concerning any revision surgery, or any info indicating there may be a product malfunction, a follow up report will be submitted. There are no indications that the device has been returned to the MFR. Should the device be returned to the MFR then an evaluation will be performed at that time.